Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate an 85-year-old male patient, the device advised and shocked incorrectly. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll UK for evaluation. The device passed full functional testing without duplicating the reported issue. The logs were reviewed. In the log, it was observed that the device advised shock on 9 occasions. All 9 occasions show shockable rhythm based on the zoll shock algorithm. After reviewing the data provided, the device works as expected within the limitations of the technology. The device is recertified for clinical use. The claim will be closed as the device meets specifications. No trend identified against similar reports.